Manufacturer narrative:
Product ID: 3889-28, lot# va1pqh9, implanted: (B)(6) 2018, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2022-03-11, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the patient was having a removal the day of the report because they were not having therapeutic benefit. The rep didn't know if the patient ever had benefit. The rep reported that during removal, the lead broke, leaving electrodes and times in the patient. The healthcare provider opted to leave the fragment in the patient. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient didn't like how hard it was to get the battery compartment door open and suggested a removable door be made. They also said the ins only helped them for the first two weeks they had it and wasn't helping them right now; a loss of therapy was reported. They added the healthcare provider (hcp) changed the program twice before this contact. During the call, the patient synched to their ins which showed stimulation was off; they were at 4.0v on program 1. They had a non-device related surgery so they turned the device off for that. Patient said they thought they turned it back on afterwards, but evidently they did not. The consumer noted having a cramp in their arm because they held the pp antenna over their ins for so long. During the call, patient felt a shock in their hand when increasing stimulation as well as pain in hip/buttocks that started a couple minutes after turning therapy on; both issues were resolved once stimulation was decreased. The consumer noted having back surgeries in the past (not related to device/therapy) and thinks maybe that was activating a nerve or something. As a result of what was reported, stimulation was then increased to 2.7v. Therapy expectations (50% reduction in symptoms) was reviewed with the patient. They were also redirected to their hcp if the problem does not resolve. The patient noted they saw their hcp last week and is working with the manufacture representative (rep) to take the device out; the hcp wanted the patient to call the call center first to make sure everything was on. No further patient complications have been reported as a result of this event.